Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen and morphine via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient had an MRI, and the pump stalled. The caller stated that they interrogated the pump today and it showed that the pump had been stalled for 48 hours and then recovered today. The agent reviewed telemetry mode. During the call, the caller was able to confirm the pump recovered and that patient had no symptoms. The issue was noted to be resolved.